Manufacturer narrative:
Continuation of d10: product ID neu_interstim_ins (lot: unknown); product type: 0197-implantable neurostimulator; implant date ; explant date g2: citation: hendrickson wk, zhang c, hokanson ja, nygaard ie, presson ap. Predicting success using response after lead implantation with sacral neuromodulation for urgency incontinence. Neurourol urodyn. 2024;1-8. Doi:10.1002/nau.25562 without return of the product no definitive conclusion can be made regarding the clinical observations. A.2. This value is the average age of the patients reported in the article as specific patients could not be identified. A.3. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. B.3. Please note that this date is based off of the date of publication of the article [or the date that the article was accepted for publication] as the event dates were not provided in the published literature. Earliest date of publication used for date of event b.5. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
15 patient underwent surgical intervention; 11 patients had their ins removed at a median time of 9.5 months and four patients had their ins revised at a median of 3.3 months. 3. 23 patients received additional therapy by 24 months. No further information was provided pertaining to medtronic products.